Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the door switch was re-aligned. The imaging system then passed the system checkout and was found to be fully functional. Concomitant medical product: product ID: bi71000166, serial/lot #: none. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system did not recognize the door was closed. It was reported that the user applied physical force to the top part of the side door from the left side, which prompted the imaging system to recognize the door. It was suspected that the issue was due to the sidewall switch being out of alignment. There was no patient present when this issue was identified.